Manufacturer narrative:
This report is being submitted to relay additional information. The reported concomitant device (the implant) was received for evaluation. The reported condition of a fractured screw was confirmed as visual inspection identified the fractured screw piece found inside the implant. The implant had no evidence of any damage or malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the unknown lz screw as the lot number as well as the item number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It is reported that the unknown lz screw fractured in the svmb13 implant and the implant was removed. Abscess, edema, inflammation and pain is also reported. Tooth site #7.